Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date to resolve the issue.

Manufacturer narrative:
Correction: in the additional report, this should have said the ipg was repositioned to resolve the issue, not the lead was repositioned. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient had their lead repositioned on (B)(6) 2020 to resolve the issue.